Manufacturer narrative:
Technician found the cause to be a broken connecting rod. The technician replaced the connecting rod to resolve the issue.

Event description:
Technician alleged that the brakes/steer casters will not hold on the head end of the stretcher. No pt impact.